Event description:
The patient had been flipping the pump. A dye study on (B)(6) 2015 determined that the catheter was twisted. A catheter revision was planned for (B)(6) 2015. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. The patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient experienced not getting the drug so their pain resumed. The pump was moving in the surgical pocket area. The positioning of the device was corrected. On 2015 (B)(6) a catheter revision was done in which a new catheter was implanted. No segments were left in the intrathecal space. The patient was doing good and receiving effective therapy now. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 85 90-1, lot# n424699, implanted: (B)(6) 2014, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).